Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd preset¿ eclipse¿ leaked blood. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, during use, the customer found 1ea abg blood leaking at the luer adapter, the customer immediately stopped the operation and replaced another one. After checking, the barrel was not damaged or broken.